Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose values of 400 mg/dl. The customer treated high blood glucose values with manual injection. The customer stated has been receiving high blood glucose values all day because of bent cannulas. The customer was advised how and places cannulas should be inserted to get less bent cannulas. The customer also reported that the insulin pump alarmed no delivery and was resolved by changing the infusion set and reservoir. The customer will not return the pump for analysis.